Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Phone complete entry = (B)(6).

Event description:
The customer observed falsely depressed architect total -hcg result for a 27-year-old female patient. The following data was provided: (B)(6) 2022 urine hcg = positive (B)(6) 2022 urine hcg = positive abbott reference range: non-pregnant women < 5 miu/ml, early pregnancy: 5-25 miu/ml; 1-10 weeks from last menstrual period: 202-231000 miu/ml, 11-15 weeks: 22536-234990 miu/ml, 16-22 weeks: 8007-50064 miu/ml, 23-40 weeks: 1600-49413 miu/ml. Roche reference range <3 miu/ml. (B)(6) 2022 serum results generated on the alinity i2000sr = <1.2 miu/ml. Repeat result with colloidal gold = negative. Sample sent to a different lab and tested on roche e601 and result = 0.2 miu/ml (negative). (B)(6) 2022 serum results generated on a roche e601 at a different laboratory = 519 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false negative results with the architect total ss-hcg reagent included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review of lot 36213ud03 did not identify any non-conformances or deviations. The overall performance of architect total ss-hcg reagents in the field was reviewed using data from customers worldwide and suggested that the performance is acceptable. The patient median for the complaint lot was comparable to all other lots in the field. An in-house retained reagent kit of the complaint lot was tested, and all specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue under review. No systemic issue or deficiency with the architect total ss-hcg reagent lot 36213ud03 was identified.